Manufacturer narrative:
Evaluation of the second returned indigo system aspiration catheter 6x (cat6x) confirmed stretching and fractures on the distal end. If the device is retracted against resistance, damage such as this may occur. Based on the reported complaint, the kink on the non-penumbra sheath at the bifurcation likely contributed to resistance during the procedure. Further evaluation revealed kinks along the length of the catheter, and the markerband was detached on the distal end. This damage was incidental to the complaint and may have occurred during removal of the device from the procedure. It was reported that fractured segments of the cat6x were inside the non-penumbra sheath and were removed with the sheath during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left common femoral artery (cfa) using an indigo system aspiration catheter 7 (cat7) and non-penumbra sheath. During the procedure, the physician noted that the cat7 would not advance through the cfa to the target location. The cat7 was removed and angioplasty was performed in the stenosed areas. The physician attempted to advance the cat7 again, however, it would not advance into the artery. The cat7 was not used for the remainder of the procedure. The physician opened an indigo system aspiration catheter 6x (cat6x) with a trax delivery device (trax). While advancing the cat6x and trax into the cfa, resistance was noted and the cat6x kinked mid-shaft. The cat6x and trax were removed. A second cat6x with trax was opened. The cat6x and trax were advanced to the target location and one pass was made. While retracting the cat6x and trax from the sheath, the physician experienced resistance. It was noted that the sheath was kinked at the bifurcation. While pulling through the resistance, the cat6x stretched and fractured within the sheath. The valve of the sheath was removed and the cat6x and trax were removed. While advancing a wire into the sheath, the wire would not advance, and the physician realized fractured segments of the cat6x remained within the sheath. The sheath containing the fractured segments was removed from the patient. The procedure was considered completed. There was no report of an adverse effect to the patient. It was reported that the patient underwent a bypass procedure a week later and it was confirmed that no pieces of the cat6x were left within the patient.